Manufacturer narrative:
The reported event of bleed back could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pfa atrial fibrillation procedure, bleed back was noted when the dilator was removed. The sheath was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient.